Event description:
The hospital reported that vasoview hemopro 2 distal end of the harvester (the jaws) were slightly bent/misshapen. The black plastic seemed to be compromised, and the jaws extended in a bent fashion. It was determined that the harvester was damaged enough to warrant opening a new vh-4000, thus this kit was never used. Because this decision was made initially, there was no delay to the case. No patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4) updated sections: the device was returned to the factory for evaluation on 03/27/2025. An investigation was conducted on 04/03/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact. The jaws were able to be closed and opened with no visual defects observed. The jaws were observed to be slightly bent upward when the jaws were closed. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent; jaws" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for the failure "bent jaws" a visual evaluation was performed on june 30, 2025. During the evaluation it was observed that the jaws were slightly bent. It was also observed that the heater wire was slightly bowed, indicating some form of manipulation on the jaws. After inspection of the complaint device it was determined that an external force exerted on the jaws caused the jaws to slightly bend to one side. Conclusion: the manufacturing engineering evaluation performed on june 30, 2025, determined the probable root cause of the reported failure mode "material twisted/bent jaws" was determined to be user error while handling the tool. The jaws were subjected to an external force which caused the jaws to slightly bend. Based on the manufacturing engineering evaluation results, the reported failure "material twisted/ bent jaws" was confirmed. The lot # 3000460699 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.